Manufacturer narrative:
(B)(4)

Event description:
Foreign distributor contacted dexcom on 05/17/2016 on behalf of the patient to report that the receiver displayed a hardware error on (B)(6) 2016. The foreign distributor did not report injury or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and the device would not boot up. The receiver case was opened for further evaluation. An interior inspection found the moisture detection ticket activate. Due to the condition of the device, the reported event of a hardware error could not be confirmed. A root cause could not be determined.